Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was ranged from 340 mg/dl to "high"; cause was unknown. A manual injection was administered to address bg.